Manufacturer narrative:
The reported event was addressed with phone support. The customer switched to another endoscope and proceeded with the procedure. The technical support engineer informed the customer removing the endoscope and burping the port clutch on the camera arm could resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the 30-degree endoscope image was inverted. The customer had first tried manually rotating the scope by hand, but the horizon indicator still appeared upside down and the controls remained reversed. The customer then switched to a zero-degree scope and proceeded without further issues. The tse explained that when this situation occurred, removing the scope from the arm and ¿burping¿ the port clutch could resolve the conflict. The procedure was completing as planned with no reported injury.